Manufacturer narrative:
During power up, a trace pointers are invalid error screen popped up, and the device would not respond to any down keypad button presses. Upon further inspection, the keypad connector is dangling from electrical board due to a poor solder connection. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose value was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will be returned device for analysis.